Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 500 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose, diabetic ketoacidosis and coma. Customer was treated at the hospital with syringes and she was released on (B)(6) 2016. Customer was wearing the pump at time of hospitalization. Customer was offered to troubleshoot for the issues and she declined.